Event description:
It was reported that one month post implant of this neurostimulator, the patient was experiencing an allergic reaction to over the counter pain medications, which never happened prior to implant. It was noted the patient experienced a full body rash and swelling in the face while taking over the counter medications. Also, patient mentioned they have discomfort at battery site, only when sits in certain positions, not constant. Additional information reported that the patient had a urinary tract infection and was given antibiotics. The patient turned stimulation down. There were no additional patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that one month post implant of this neurostimulator, the patient was experiencing an allergic reaction to over the counter pain medications, which never happened prior to implant. It was noted the patient experienced a full body rash and swelling in the face while taking over the counter medications. Also, patient mentioned they have discomfort at battery site, only when sits in certain positions, not constant. Additional information reported that the patient had a urinary tract infection and was given antibiotics. The patient turned stimulation down. There were no additional patient complications.

Event description:
It was reported that one month post implant of this neurostimulator, the patient was experiencing an allergic reaction to over the counter pain medications, which never happened prior to implant. It was noted the patient experienced a full body rash and swelling in the face while taking over the counter medications. Also, patient mentioned they have discomfort at battery site, only when sits in certain positions, not constant. Additional information reported that the patient had a urinary tract infection and was given antibiotics. The patient turned stimulation down. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006 the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.